Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after assistance, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.